Event description:
It was reported by the patient's husband that his wife received 97 inappropriate shocks when riding in the car. The husband immediately took her to the hospital where the physician determined 'the lead was misreading.' The device and the rv lead were replaced as a result. No further patient complications were reported as a result of this event. Further information received indicates that the lead had dislodged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. Other: it was reported by the patient's husband that his wife received 97 inappropriate shocks when riding in the car. The husband immediately took her to the hospital where the physician determined 'the lead was misreading.' The device and the rv lead were replaced as a result. No further patient complications were reported as a result of this event. Further information received indicates that the lead had dislodged. Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, dislodged, oversensing shock, inappropriate.